Manufacturer narrative:
The trend analysis, risk analysis and or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. Investigation complete.

Manufacturer narrative:
A lot number was not provided; therefore, the sterilization and lot history records could not be reviewed. Further investigation underway.

Event description:
The user facility in (B)(6) reported the vitrector failed to engage the vitreous but engaged the iris causing inadvertent trauma. The surgeon attempted to adjust the settings on the stellaris system to no effect. The surgeon switched to a 25g posterior set-up which resolved the issue.